Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the starting months ago when connecting to patient therapy manager (myptm) application it would lag at 90%. The patient noted it was not functioning properly because it took 15 minutes to give a bolus, the patient would also get a message that would say there was a problem with the connection. During the call, the agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to myptm like normal. The patient reported that they were allowed 4 boluses a day.